Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. The evaluation codes have been updated for the pump. No changes were made to the evaluation codes for the catheter. Therefore, code method and code-results are only applicable for the pump. Code-conclusion applies to both the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter; ubd: 28-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 15 mg/ml of dilaudid at 8.5 mg/day, 20 mg/ml of bupivacaine at 11.33 mg/day, 180 mcg/ml of clonidine at 102 mcg/day, and 3 mcg/ml of prialt at 1.7 mcg/day, via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient was experiencing increased pain in his back and right leg, and at the time of his pump refill appointment, the physician aspirated 22mls of residual fluid when only 5 mls was expected. The event date was provided as (B)(6) 2018. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2018. Aspiration of the catheter was successful. However, the flow was sluggish on the first try. The doctor injected the dye and the dye was observed in the intrathecal space. The doctor then injected saline to attempt to flush the catheter. The doctor tried aspirating the catheter again and the flow was improved. The doctor injected dye a second time and the dye was observed in the intrathecal space again. The pump was replaced on (B)(6) 2018. The field contact was in possession of the device and planned to return the pump to the manufacturer for analysis. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. The patient¿s medical history included: failed back surgery syndrome, chronic low back pain, benign bone tumors of the right tibia and femur. Other medications being taken at the time of the event included: oxycodone 30 mg/day q6hr, fentanyl 75 mcg transdermal q72hr, soma 350 mg qod, latrell 5mg qd, cymbalta 20 mg bid, cephalexin 500 mg bid, testosterone 200mg im. The patient¿s weight was not available.